Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 72 to 103 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose results to their freestyle meter. Freestyle meter provides readings of 97 mg/dl and their truemetrix meter provides readings of 139 mg/dl. Back to back blood test performed during call not fasting ((B)(6) 2015; 3:54 pm) with results of 134 mg/dl and 132 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 03/23/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory. Adverse event not reported.